Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the customer to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with lcd bleeding due to cracked lcd glass. Drive support disk was inspected and no anomaly was noted. Unable to verify the alarm due to lcd damage. No damage found on motor.